Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine. No specific programming parameters were provided. At 1600, it was reported the device beeped with an unspecified error message and power off. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was a slight decrease in the patient's blood pressure. No specific blood pressure values were reported. Multiple unsuccessful attempts have been made to obtain additional information, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates on (B)(4) 2013 at 1251, line a of the device was programmed to deliver IV fluid, med surg cca, at a rate of 100ml/hr, with a vtbi (volume to be infused) of 980ml, for a duration of 9 hours and 48 minutes, and the delivery was started. At 1340, the device was switched to battery power. At 1347, the device alarmed for, warning: low battery and n252 (depleted battery), and the device was turned off. At 1353, the device was turned on and switched to ac power. At 1354, the delivery was restarted. At 1725, the device was switched to battery power. At 1732, the device alarmed for, warning: low battery and n252. At 1733, the alarms were silenced and the device was turned off. On (B)(4) 2013 at 0958, the device was turned on, settings were cleared and the cca was changed to peds ICU. At 1005, line a was programmed to deliver dopamine 80mg/50ml, weight (B)(6), with a dose of 13mcg/kg/min, at a rate or 17.6ml/hr, a vtbi of 200ml, for a duration of 11 hours and 21 minutes, and the delivery was started. At 1155, the device was switched to battery power. At 1156, the device was switched to ac power. At 1159, the dose was changed to 15mcg/kg/min, for a rate of 20.4ml/hr and the delivery was restarted. At 1207, the dose was changed to 14mcg/kg/min, for a rate of 19ml/hr, and the delivery was restarted. At 1208, the dose was changed to 13mcg/kg/min, for a rate of 17.6ml/hr and the delivery was restarted. At 1457, the device was switched to battery power. At 1505 the device was switched to ac power. At 1551, the device was switched to battery power. At 1557, the device alarmed for warning: replace battery. This report represents all the information known by the reporter upon query by hospira personnel.